Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application interrupted due to an operating system upgrade on smart device. No additional patient or event information is available.